Event description:
While using stapler to staple a gall bladder bleeder during an appendectomy the stapler misfired. Staples were misshaped and failed to stop bleeding gall bladder vessel. Surgeon had to obtain a second stapler to staple off bleeding vessel.